Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Due to device breakage, the device was not implanted or explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail advanced (tfna) procedure, threads of a lag screw were not engaging. Upon removal, part of lag screw thread broke off into small pieces. Surgeon believed that during insertion of screw, the thread of the lag screw hit the nail. A helical blade was readily available and was used to complete the surgery successfully. Nail functioned as intended. There was no delay in surgery. Patient status is reported as stable. Concomitant devices reported: trochanteric fixation nail (part # 04.037.425s, lot # unknown, quantity # 1). This report is 1 of 1 for (B)(4).